Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code (ec) 41786. Found during testing. No patient harm.

Manufacturer narrative:
D3: correction h2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a continuous error code displayed. The cause of the customer reported problem was the defective printed wiring assembly (pwa). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa board, and the pump passed all functional tests and performed as intended after repair.